Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic robotic bilateral left inguinal hernia repair, after insertion into patient, the mesh tore at the seam on the anatomical piece. About 1 inch tear started 1 inch from the medial edge and ran along the seam. Another device was used to complete the case. There was no patient injury.